Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 3/10/2020. Device evaluation: the complaint product was received on march 10, 2020. It was returned in a plastic bag with the daisy wheel case. The lens was observed cut into pieces which could be related to the explant process. Based in the information provided, the lens was explanted because wrong lens was used. The reported issue is not a device problem. There is no product quality deficiency identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The search revealed no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
During review of the reported event on 06/12/2020, it was determined that implant date of the intraocular lens is (B)(6) 2020 based on the implant notification card. The lens was explanted on a different day and not the same day as initially reported. As a result, the following field has been updated: if implanted, give date: (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/ date of birth: unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model z9002 intraocular lens (iol) was explanted from patient's operative eye in a secondary surgical procedure on the same day as indicated in the source document because wrong lens was used. Current patient status is patient has recovered and outcome does not interfere with activities of daily life. No further information is available.